Manufacturer narrative:
Product analysis of part # 3606195 ; lot # kh17k897 analysis summary: visual and optical inspection confirmed the pin at the tip of the threaded screw driver has been pushed and jammed on one side. The driver is unable to load a screw. The pin may have been hit during use. Unable to determine root cause of jammed pin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op for a patient undergoing unknown spinal procedure. It was reported that, the little cross-bar near the tip of the screwdriver was loose. The screw is now mangled and stripped because it was stuck to the screwdriver and the surgeon couldn't remove the screw from the screwdriver. In a posterior c1-2 case the surgeon placed the left c2 screw and after properly placing the screw tried to disengage the screwdriver. The driver was loaded onto the screw too tight and failed to disengage. So the surgeon had to remove the screw from the patient and use a kocher and vice grip to disengage the screw from the driver. After this incident, both the screw and screwdriver were removed in the sterile field. Nothing was left in the field and there was no patient harm. Overall, there was a 90 second delay. No further complication reported.